Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 9 out of 12 reports that are being submitted as initial individual mdrs. Upon further review it was noted that an incompatible cartridge was used. (B)(4). Device evaluation: visual inspection under magnification revealed that the lens was returned cut in pieces (not all pieces returned) with dried viscoelastic residue, which is consistent with a lens that was handled during removal and replacement. The lens was cleaned. Based on the return condition of the lens, and because no cartridge tip was returned no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaints was received for this production order. The issue was similar to this event but could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a loading issue and upon insertion of the intraocular lens (iol) in the patient''s left eye, the surgeon realized the iol was torn. There was no incision enlargement, and the outcome did not significantly interfere with daily activity. The patient has recovered. No further information was available.